Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that customer was just released from the hospital for diabetic ketoacidosis and since then, her blood glucose has started to rise. Customer had sent her first insulin pump back when she was in the hospital and has been using a back up insulin pump. Customer's mother just wanted to know the status of the replacement insulin pump. Customer's blood glucose was not provided. Nothing further reported.